Event description:
Report received of an over-delivery of heparin. The patient had a cardiac stent placement in the cardiac catheterization laboratory. After the stent placement, the patient was moved to the ccu where an infusion of heparin, 25,000 units in 250ml, was started at 1:00pm. The patient had normal saline on the primary line infusing at 75ml/hour. The heparin was initiated at a rate of 14ml/hour as a secondary infusion using baxter secondary tubing piggybacked into a proximal y-port above the pump on the abbott primary tubing. Approximately 50 minutes after the infusion was started the nurse reported that the 250ml bag of heparin was empty. There were no pump alarms reported. The patient experienced a "significant groin bleed" and was treated with 0.5mg of protamine sulfate. No other medical interventions were required. The patient did not require a blood transfusion. The patient was dishcarged home 1 1/2 days later with no reported long-term effects.